Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 466 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for moisture damage was performed. Customer advised the snap cap leaked at the back of the reservoir. Customer performed the self-test and passed. Customer was advised to monitor the insulin pump. Customer advised there was no moisture in the battery compartment or lcd display screen. Customer wad advised to return the reservoir and transfer guard.